Event description:
Received a result of 375mg/dl at 7:30am and went to the hosp at 12:30pm where they received a result of 87mg/dl. The customer was kept overnight in the hosp. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.